Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal delivery stopped unexpectedly. Pump history was reviewed with tandem technical support (cts) and the temporary basal rate was found to be set at 0%. Customer alleged that he did not initiate the temporary basal rate and the cause was not known. Blood glucose was 498 mg/dl. Although multiple attempts were made by cts to obtain additional information, customer did not reply.